Event description:
On (B)(6) 2011, the pt was implanted with two gore tag thoracic endoprostheses to treat a thoracic aortic aneurysm. On an unk date, the physician discovered a proximal type I endoleak. The physician attributed the endoleak to aneurysm morphology and failure to get an adequate proximal seal zone. The aneurysm measured 11 cm in diameter at the time. On (B)(6) 2012, the pt was implanted with two gore tag thoracic endoprostheses to treat the endoleak. He was also implanted with three gore excluder aaa endoprostheses on this day to treat an infrarenal abdominal aortic aneurysm (aaa). The pt tolerated the procedure. On an unk date, computed tomography (CT) angiograph revealed a type I endoleak. The physician reported a loss of endoseal, with continued growth of the thoracic aneurysm. He planned to take a wait and watch approach. On (B)(6) 2012, while in the hosp, the pt developed a rupture of the thoracic aneurysm with a contained leak. The contained rupture was identified by cta, and measured 20 cm in diameter. On (B)(6) 2012, the pt underwent successful emergent aortic to carotid artery bypass, then was implanted with one tag device to repair the contained rupture of the thoracic aorta. The rupture and the type I endoleak were resolved, and the pt tolerated the procedure.

Manufacturer narrative:
Other conformable tag devices included in this report: tgu454515 / 9489254; tgu454520 / 9605416; tgu454510 / 8972777a. A review of the mfg records for the devices verified that the lots met all pre-release specifications.